Event description:
The complainant reports an under delivery. The intended delivery amount of 245 ml to be delivered at a rate of 200 ml/hr. The reporter indicate that the actual timeframe for delivery was about 2 hours.

Manufacturer narrative:
(B) (4): the device reported, list number 53583, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. (B) (4)